Event description:
It was reported that the customer had a low blood glucose level and was admitted on a(B)(6) 2014 to urgent care. Customer's blood glucose level was 68 mg/dl. Customer will call back with the pump serial number. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.